Event description:
Pt underwent an uneventful total abdominal colectomy, proctectomy, endorectal mucosal stripping, ileoanal pouch, ileoanal anastomosis and diverting loop ileostomy for familial polyposis. The procedure was 8.5 hours with 10.5 hours of general anesthesia. The pt was positioned in the supine lithotomy position, the allen stirrups were double padded, and bilateral lower extremity pneumatic sequential compression devices were placed. The pt's blood pressure was stable throughout the procedure. Fluid management consisted of 4800cc of lactated ringers being infused intravenously with an estimated blood loss of 300cc and urine output of 1400cc. Post-op the pt complained of right calf pain. Bilateral lower extremity compartment syndrome was diagnosed and the pt underwent bilateral four compartment fasciotomies. The cause of this event is undetermined.